Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its machine was smoking. The customer reported issue occurred during medication to patient and visible smoke was coming from the machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had visible smoke and drawer 5.2 was failed. The customer reported issue occurred during medication to patient and visible smoke was coming from the machine. As per part investigation, it was determined that there was thermal damage observed on drawer controller board and solenoid. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes and section d unique identifier (UDI). Correction: unique identifier. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of smoke coming from the station device was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: observed main station drawer 5-2 smoked from failed drawer controller board the solenoid was also observed to be failed. Replaced the drawer controller board, solenoid, and the pyxibus module controller. Multimeter testing noted shorted components only on the drawer controller board and solenoid. No further testing was deemed necessary with these parts, as it may damage lab device components. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).